Manufacturer narrative:
A partial lead with the connector segment measuring 14.0 cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received notes that the patient died of cardiac arrest. Physician stated that the patient was very sick and died of natural causes. Physician believes that the death was not related to the device.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. The cause of death was unknown. No further information is available at this time.